Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was not connecting with her insulin pump. The complaint was classified based on customer care advocate (cca) documentation as the patient was not available when follow up was attempted by medical surveillance in order to obtain further information. The patient could not specify when the meter issue occurred. It is unknown what medication, if any, the patient takes to manage her diabetes or if she made any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that an unknown time after the alleged issue occurred she developed symptoms of ¿fatigue, dry mouth and very thirsty¿ however, it is unknown if she received any treatment. During troubleshooting the cca noted that a result was obtained on the meter but would not send to the pump however when the ¿pump comm¿ feature was turned on the issue was resolved. Product was replaced and requested back for evaluation. This complaint is being reported as the patient suffered symptoms that meet lfs criteria of a serious hyperglycemic event after the alleged issue occurred.